Manufacturer narrative:
General information: intra operative incident. The implant arrived in decontaminated condition. Consequences for the patient: according to the available information there were no negative consequences for the patient. Investigation: used test- and analysis- equipment: microscope "keyence- vhx 5000 " eq.-nr. 2000024840, digital-camera "panasonic dmc tz8". We made a visual inspection of the implant. Except the fracture we found some defects at the implant surface, most probably caused during the insertion- and remove procedure. In the next step we investigated the fracture surface. Here we found no abnormalities like blowholes or knit lines. After that, we investigated the interface of the implant (interface implant/insertion- instrument). Here we found dents and deformations. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: the fracture surface exhibit the typically signs of a fracture caused by a mechanical overload. There are no material defects like blowholes or knit lines. The dents and deformations at the implant interface are clear hints for levering and high force applied during the insertion process. The IFU points out to avoid levering or applying force. A material defect or material error can be excluded. Corrective action: according to (B)(4) (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with prospace xp implant. According to the customer report: "broken both times when inserting the implant. Only the 3rd implant could be inserted without problems." There was no patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00971((B)(4) so450p).